Event description:
The user facility reported that during a procedure, the endoscope failed to insufflate the patient's colon. It is unk if the procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation revealed a twisted water bottle connector, which prevented proper airflow in the endoscope. This phenomenon appears to be physical damage and caused the user's experience. This report is being submitted as an MDR in a abundance of caution.